Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear, the insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test p-cap, reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. No unexpected insulin pump error alarms noted during the testing. The pump history file/traces download was successful using thus. Pump error alarm was recorded and found on the formatted history file on (B)(6) 2021 13:20:13.000 alarm alert notification and (B)(6) 2021 13:20:49.000 alarm alert cleared and insulin pump error alarm (line number = 1421, file number = 32122) on (B)(6) 2021 13:20:11.000 alarm alert notification due to software error. Insulin pump error alarm (variableinfo = 03) during self test and were found in the formatted history file on (B)(6) 2021,13:39:07.000 alarm alert notification, (B)(6) 2021 13:39:50.000 alarm alert cleared, (B)(6) 2021 13:42:25.000 alarm alert notification and (B)(6) 2021 13:43:43.000 alarm alert cleared. The keypad overlay was removed to perform visual inspection and a broken trace on keypad assembly was found. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. A test case was used and continued testing. The pump passed the self test. In conclusion, hardware low level failures (variableinfo=03) during self test due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm and complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.